Event description:
It was reported that during an implant attempt, the physician was unable to place the lead. The lead was not used and a new lead was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal conductor of the lead was obstructed due to a stylet/guidewire fragment stuck in the lumen. Visual summary analysis of the lead indicated damage at implant.